Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Additional reporter details: (B)(6). Additional contact: (B)(6).

Event description:
An event involved a safeset¿ 24 inch arterial pressure tubing, safeset reservoir and blood sampling port. It was reported that the safeset disconnected at blood sampling port. There was was an unspecified delay in therapy/procedure for the involved patient; however, there was no harm.